Event description:
The target lesion was the (lad) left anterior descending artery with some calcium, and unknown if chronic total occlusion. The initial report indicated that while attempting to cross the lesion, the stent became fracture. No patient injury. Additionally, information indicated that the proximal stent struts were bent/damaged. Prior to inserting, the product was not damaged. During insertion, there was no resistance with the non-cordis guiding catheter (ebu 3.5). The guiding catheter was not placed at an acute angle. The sds was not able to track through the vessel and cross the lesion, and appeared to get stuck during attempted advancement. After the event, there were no issues removing the sds from the vessel or catheter, however, the sds and catheter were removed as a unit. After removal, other than the reported event, no other section of the stent or sds was damaged.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14115162, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.